Event description:
It was reported that the ventricular assist device (vad) coordinator had trouble connecting the modular cable at the pump cable connection, so the patient was briefly placed back on the previous modular cable. The second attempt at connecting the new modular cable was successful. Related manufacturer's report: 2916596-2022-14707.

Manufacturer narrative:
The reported event of difficulty connecting the pump cable and modular cable was not confirmed. The modular cable (lot number: 6508118) was not returned for evaluation. It was reported that the vad coordinator had difficulties connecting the new modular cable to the pump cable while exchanging to the new modular cable and controller. It was also noted that the vad coordinator was eventually able to make the connection successfully. No further related events have been reported at this time. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 lvas instructions for use (IFU) provides instructions for connecting the modular cable to the pump cable. This document also states that the yellow line on the threaded portion of the inline connector should be fully covered to ensure a secure connection. Furthermore, this IFU warns that a complete back up system must be available on-site and in close proximity for use in an emergency during implant. The device history records were reviewed and the records revealed that the modular cable, lot number 6508118, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 29 oct 2018. Heartmate 3 instructions for use (rev. C) section 5, entitled ¿surgical procedures¿, provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump¿. These instructions state that to connect the pump and modular cables, first align the inline connection triangles on the connectors to ensure proper pin alignment. Apply firm force to engage the inline connector and rotate the locking nut until the clicking sound stops and the yellow line on the threaded portion of the connector is no longer visible. This section also states that the yellow line should be fully covered to ensure a secure connection. Section 5 also warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the driveline power fault, no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 instructions for use (rev. C) section 8, entitled "equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable, and the system controller. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The manufacturer is closing the file on this event.